Event description:
It was reported that a patient experienced a breach in aseptic technique during peritoneal dialysis (pd) therapy, which resulted in peritonitis. The breach in aseptic technique was further described as patient not wearing a mask during therapy. It was reported that the patient was hospitalized for an unrelated indication prior to experiencing peritonitis. The patient was treated with injection meropenem (1gram /day intraperitoneally) and injection vancomycin (1gram /every 5th day intraperitoneally) for the event. At the time of this report, the patient had not recovered from the peritonitis and treatment was ongoing. Pd therapy was ongoing. Additional information was requested, but is not available.

Manufacturer narrative:
Complaint no: (B)(4). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.